Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester noticed during the case that the insulation had worn from the tip of the cutter. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25130939, 25130594 and 25130010. The last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Specs of blood were visible on the handle of the harvesting tool. Tissue and charred material was observed on the jaws. The silicone insulation on the cold jaw was peeled at the tip. The peeled silicon insulation was seen intact with cold jaw. Based on the condition of the device as found, the reported complaint was confirmed for the reported failure "peeled jaws".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester noticed during the case that the insulation had worn from the tip of the cutter. A replacement device was used to complete the procedure. The hospital did not report any patient effects.